Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: on the (B)(6) 2022 tavr procedure, lbc using device with hemostasis at the site. There was mild oozing at a branch vessel, which improved with balloon tamponade and manual pressure. There was no hematoma. Operative report indicates, no vascular complication. Upon completion of case, physician stated "it was not a device failure, the device did it's job. Additional information: access was gained through the left common femoral artery (lcfa) after a single attempt, at the mid femoral head. A micro puncture kit was used, no ultrasound. Mild posterior wall calcification was present. Tortuosity was present in the iliacs. The measured dept for the device was 5+1=6. Act was 295, heparin and protamine was given during procedure. Time to hemostasis was less than 5 minutes post device deployment. On (B)(6) 2022 it was reported to company rep, this patient returned to the cath lab postoperative day #3 secondary to drop in hemoglobin, CT scan showed extraperitoneal hematoma, 2 units of blood were ordered. Intervention procedure included balloon and stent to the common femoral artery (cfa). Patient was reported as fine post procedure and was discharged home on the (B)(6) 2022.

Manufacturer narrative:
This follow up report is being submitted to correct the event date and awareness date of the adverse event. A follow up report #2 will be submitted after investigation. Device implanted (B)(6) 2022 adverse event date requiring stent, 3 days post device implant was (B)(6) 2022 awareness date (B)(6) 2022 it was reported that: (B)(6) 2022 the cath lab tech notified, company rep that on (B)(6) 2022post tavr, device was used for large bore closure (lbc), requiring balloon for minor blushing at the common femoral artery cfa. There was mild oozing at the branch which improved with balloon, clinical sales rep was present for manta closure and training. On (B)(6) 2022 it was reported the patient returned to the cath lab secondary to dislodgment of the manta plug, and underwent balloon and stent of the cfa. Patient also received 2 units prbcs blood transfusion. Additional imaging and progress notes will be submitted for additional review. Additional information on 18oct2022: 10/04/2022 tavr procedure, lbc using device with hemostasis at the site. There was mild oozing at a branch vessel, which improved with balloon tamponade and manual pressure. There was no hematoma. Operative report indicates, no vascular complication. Upon completion of case, physician stated "it was not a manta failure, the device did it's job. On 10/11/2022 it was reported to teleflex rep, this patient returned to the cath lab postoperative day #3 secondary to drop in hemoglobin, CT scan showed extraperitoneal hematoma, 2 units of blood were ordered. Intervention procedure included balloon and stent to the cfa. Patient discharged home (B)(6) 2022.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed by the investigative team revealing the radiopaque lock positioned lower and distal to the vessel. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the left common femoral artery (cfa). Micropuncture was utilized to gain a mid-femoral head positioned access. The arteriotomy was 6.9mm, mild calcification in the cfa, posterior wall calcification, tortuosity in the iliacs, with a depth measurement of 5cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Activated clotting time (act) prior to closure was 292, 90mg protamine was administered. Following deployment, mild oozing at a branch vessel was seen, no hematoma present. Manual pressure and balloon inflations were applied to tamponade. Hemostasis was achieved in less than five minutes. Operative report indicated no vascular complication. Following completion of the case, the physician mentioned "this was not a manta failure, the device did its job." Three days post tavr, the patient returned to the cath lab due to the manta collagen plug became dislodged secondary to a drop in hemoglobin. A CT scan revealed an extraperitoneal hematoma. The patient received two units of packed blood cells, balloon inflation applied, stent deployed to the cfa, and the patient recovered and was discharged three days later. As per the patient post procedure care guide, the collagen plug potentially could have become dislodged due to post procedure activities including lifting heavy objects, vigorous activity or straining, and not supporting the access site by applying pressure over the bandage when coughing or sneezing. However, the root cause of the collagen plug becoming dismantled requiring a covered stent cannot be determined due to insufficient information submitted for this investigation. The IFU warns not to use manta if there is marked tortuosity of the femoral or iliac artery. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to oozing from the puncture site. Precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The following potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedural requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. Procedure preparations state to confirm via femoral arteriogram: single wall puncture in the common femoral artery; and no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.